Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced removal as the mesh was balled up laterally, discomfort, ER visit showed groin and testicular pain after mesh was removed. Treatment provided for these conditions include removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced pain, discomfort, mesh balled up laterally, and spermatic cord involved. Post-operative patient treatment included revision, explant, inguinal nerve block, and cord structures dissected and pulled away from mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after overlay implant, the patient experienced pain, discomfort, mesh balled up laterally, and spermatic cord involved. Post-operative patient treatment included revision, explant, inguinal nerve block, and cord structures dissected and pulled away from mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after overlay implant, the patient experienced pain, discomfort, mesh balled up laterally, wound discharge, postoperative bleeding from bandage, bruising, and spermatic cord involved. Post-operative patient treatment included revision, mesh explant, inguinal nerve block, and cord structures dissected and pulled away from mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after overlay implant, the patient experienced pain, discomfort, mesh balled up laterally, wound discharge, postoperative bleeding from bandage, bruising, emotional distress, and spermatic cord involved. Post-operative patient treatment included revision, mesh explant, inguinal nerve block, and cord structures dissected and pulled away from mesh.